Event description:
A rn hung the heparin and was using a pump she was not familiar with. She could not get the infusion to run accurately so she decided to let it run in by gravity until she could get help. The rn did not know that it was a free flowing pump. When she came back into the room, the entire bag of heparin had infused in five mins or less. The light shining on the 60 drop per min IV set made it appear that the IV was not running, when in fact, the fluid was running in a free flowing stream. No injury; the pt was to be discharged that day, discharge was cancelled. Rptr recommends that all IV tubing and pumps should have a safety feature to prevent free flow. When the IV tubing is removed from the pump, there should be a specific action that has to be performed to make the IV run. Event date: 1/86.